Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse ("prolapse") and artificial menopause ("ended up going into meno 6 months after hysterectomy"). The patient was treated with surgery (hysterectomy leaving tubes and ovaries). Essure was removed. At the time of the report, the medical device removal, uterine prolapse and artificial menopause outcome was unknown. The reporter considered artificial menopause, medical device removal and uterine prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse ("prolapse") and artificial menopause ("ended up going into meno 6 months after hysterectomy"). The patient was treated with surgery (hysterectomy leaving tubes and ovaries). Essure was removed. At the time of the report, the medical device removal, uterine prolapse and artificial menopause outcome was unknown. The reporter considered artificial menopause, medical device removal and uterine prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the initial receipt date was 20march2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse ("prolapse") and artificial menopause ("ended up going into meno 6 months after hysterectomy"). The patient was treated with surgery (hysterectomy leaving tubes and ovaries). Essure was removed. At the time of the report, the medical device removal, uterine prolapse and artificial menopause outcome was unknown. The reporter considered artificial menopause, medical device removal and uterine prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the initial receipt date was (B)(6) 2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.